Manufacturer narrative:
No product was returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was impacted (400 mg/dl). The customer took a manual injection to treat elevated blood glucose level.